Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that multiple knives were not sharp during separate surgeries. Alternate knives were obtained in order to continue each procedure. Patient impact information is unknown. Additional information has been requested.